Manufacturer narrative:
Product in complaint will not be returned to zoll circulation. Therefore no supplemental report will be filed.

Event description:
It was reported that during patient treatment it was discovered that an epinephrine infusion was connected to one of the icy catheter ports. It was also reported that catheter in dwell time was approximately 1.5 hours. The disposable had to be replaced because the balloon tip of the catheter had ruptured. No air trap alarm was observed. No fluid leakage was observed. No leak checks per the IFU were performed. Hypothermia treatment was required because patient had rosc after a cardiac arrest precipitated by myocardial infarction. The patient expired on (B)(6) 2012 at 0800. Customer, does not believe that catheter caused injury to the patient. No additional details were provided.